Manufacturer narrative:
Batch review performed on 22-july-2019. Lot 181694: (B)(4) items manufactured and released on 08-june-2018. Expiration date: 2023-05-29. No anomalies found related to the problem to date, 154 items of the same lot have been already sold with another similar reported event.

Event description:
During the hip replacement surgery, the surgeon decided to open and implant the versafit cc trio cup diam. 50 because he used the acetabular reamer diam. 50 and the trial cup diam. 50. However, when the surgeon was going to impact the final cup, it did not fix correctly in the acetabulum. Therefore, he decided to use the acetabular reamers diam. 52 and 54 and he finally implanted the versafit cc trio cup diam. 54.